Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 13.5 diopter intraocular lens (iol) was explanted from a male patient's right eye due to a refractive error. The patient's visual outcome was at +1 sphere post implant. The lens was subsequently explanted and replaced with a same model lens of a higher diopter (14.5). Through follow-up it was learned that there was no incision enlargement, no vitrectomy and no post-op injury. Furthermore, the customer relates the refractive error to patient's anatomy. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/08/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.